Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device alarmed with tf5507. The ventilator was exchanged with another one. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. It was reported that the device alarmed with tf5507. No harm to the patient was reported. Additionally, the logfiles have not been received for analysis. The issue was resolved by replacing the sensor board. Following replacement, the device worked as intended. This case is considered as closed.